Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 300 cm choice guide wire was advanced to the lesion however the distal tip broke off in the diagonal branch of the lad. The detached portion was snared but was unsuccessful. The proximal part of tip was able to be removed. The detached portion was stented to the vessel using unspecified stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).